Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a forty-two-year-old male patient with a medical history of renal insufficiency received an impella 5.5 device for acute myocardial infarction¿related cardiogenic shock. Prior to device placement, the patient was supported with an intra-aortic balloon pump, extracorporeal membrane oxygenation, intravenous medications to support heart muscle contraction and blood pressure, and mechanical ventilation, consistent with severe disease and society for cardiovascular angiography and interventions cardiogenic shock stage e. On the first day of support, the jackson-pratt drain placed intraoperatively in the axillary artery cutdown pocket showed increased bloody output overnight. Bedside staff reported significant drainage without documented volume, and the patient required blood transfusion as a result of the bleeding. The patient¿s hemodynamics improved substantially over the following days. On the ninth day, while attempting to advance the impella 5.5 device back into the left ventricle, the device was found to have migrated into the aorta and significant resistance was encountered. As the patient had already demonstrated recovery of native cardiac function, the care team elected to remove the impella device in the catheterization laboratory. Blood transfusion due to bleeding. Separately, positioning issue.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the bleed was most likely use issue related due to patient movement since the bleeding started after the patient was transported to the cardiovascular intensive care unit (cvicu). The cause of the device in wrong position was unable to be determined due to insufficient clinical details.